Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the plastic proximal clevis broken. Both ears were broken. One ear was missing because of breakage. The size of the missing piece is approximately 0.209¿ x 0.141¿. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additionally, the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The instrument also was found to have a bent banana plug at the back end of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the permanent cautery hook instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but the device has not been returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This event is being reported based on the following conclusion: it was alleged that the permanent cautery hook instrument broke and it is unknown if a fragment fell inside the patient. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the permanent cautery hook instrument had physical damage wherein the wrist was broken where the semi-transparent yellow plastic meets the black arm. It was unknown if fragments fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. It was unknown if fragments fell into the patient.